Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro and at the end of the procedure, the patient¿s blood pressure declined that was reversed with stopping amiodarone and compressions were given to alleviate the low blood pressure. Towards end of the procedure, the physician administered amiodarone to the patient to get them out of the afib. The patient then declined significantly and rapidly. After they could not convert from afib to sinus with cardioversion, the patient was administered amiodarone and the patient¿s blood pressure declined significantly. Compressions were given to alleviate the low blood pressure. The physician checked the left ventricle with ice, to check the ejection fraction. There was no infusion, and the lvef did not look good, it was barely squeezing "takotsubo" in appearance. The patient¿s blood pressure was measured 30/20. In order to rule out anything else, they shot the coronaries. They did a coronary catheterization, external transthoracic eco, and stopped the amiodarone drip. The patient then recovered fine, came off pacing and became stable. The patient's injury was a reaction to the amiodarone and reduced ejection fraction. The patient¿s blood pressure led to the discovery. The blood pressure and ice confirmed the condition. The patient¿s last know status was stable. Additional information was received. The physician¿s opinion on the cause of this adverse event was that the patient seemed to have an allergy to amiodarone. The outcome of the adverse event was fully recovered (no residual effects).

Manufacturer narrative:
During further review, corrected h6. Health effect - clinical code field as also assessed event with cardiac arrest and cardiac failure. Therefore, added coding of "cardiac arrest (e0602) and "heart failure / congestive heart failure (e0611) and checked b2. Is life threatening field. Additional information was received on 28-jul-2025. It was not believed that the patient had a history of low ef (ejection fraction), but this was not certain. The results of the coronary angiogram were clean. No apparent issues according to the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).